Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the handle and turned the sys's extended exposure setting to the off position. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys's handle lock was broken and the sys continues to x-ray after the stop button was pushed. No pt injury was reported.